Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient was out for a walk and suddenly felt weak and had not felt good since. Interrogation revealed lead noise, loss of ventricular capture, and a sudden increase in lead impedance. Programming changes were made, which resolved the event. The patient was stable.

Event description:
New information revealed that the physician elected to cap and replace the lead on (B)(6) 2019, as the patient was pacing dependent. The patient was stable.